Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to open the spacer implant it got stuck on the lamina and the spindle cap broke. The broken implant was replaced with a new one and the procedure was completed successfully.

Manufacturer narrative:
Correction to field g2 - replaced foreign with health care provider as it should have been in the initial report. The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle were found to be outside of the main body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and, or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states, do not force deployment or implant breakage or damage to bony structures may result and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy e.g., lamina, hypertrophic spinous process, and/or suboptimal implant positioning.

Event description:
It was reported that during a superion indirect decompression system implant procedure while the physician was attempting to open the spacer implant it got stuck on the lamina and the spindle cap broke. The broken implant was replaced with a new one and the procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle were found to be outside of the main body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and, or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states, "do not force deployment or implant breakage or damage to bony structures may result" and "should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy e.g., lamina, hypertrophic spinous process, and/or suboptimal implant positioning."